Event description:
The manufacturer received information alleging a ventilator screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.